Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two cases of contrast leaking from y-site during power injection in CT. It was stated there was no exposure to blood or bodily fluids, no change in the course of treatment and no erroneous test results due to the leak. This report addresses the first device.

Event description:
It was reported that two cases of contrast leaking from y-site during power injection in CT. It was stated there was no exposure to blood or bodily fluids, no change in the course of treatment and no erroneous test results due to the leak. This report addresses the first device.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.